Event description:
Information received indicates the patient positioning monitor (ppm) has no audio.

Manufacturer narrative:
The technician found the bed exit and scale works, but the beds audible doesn't. He replaced the alarm circuit board to repair the bed.